Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy evaluation was performed with file kit material of lot 60447un11. The testing met the acceptance requirements which indicated that the lot was performing as intended. Tracking and trending did not identify an adverse trend or any atypical complaint activity for lot 60447un11. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I reagent, lot number 60447un11, was not identified.

Event description:
The customer stated that falsely elevated architect stat troponin-I results were generated for one male patient. A cardiologist questioned the following architect stat troponin-I results provided by the customer; these results were generated over serial draws: (initial) 0.2 ng/ml, (repeat results) 0.5 ng/ml, 0.9 ng/ml, 0.5 ng/ml, 0.4 ng/ml. The customer indicated that their facility performs heart catheterizations on any troponin results >0.2 ng/ml. Based on the results generated a cardiac catheterization was performed on this patient. The results of the cardiac catheterization were normal. No additional information regarding the patient condition, diagnosis or medication taken was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. High test results; unnecessary cardiac catheterization performed.